Event description:
A customer reported that the cartridge was not fitting properly on the pump. Despite the issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer through a series of inspections and cleaning steps, leading to the successful reloading of the cartridge and resumption of insulin therapy. No further actions were necessary, and the customer was considered assisted regarding the cartridge fitting issue.